Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid "2.0mg" at " .300mg" via an implantable pump. The indication for use was spinal pain. On (B)(6) 2048 a pump motor stall was reported. The patient experienced withdrawal. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿ n/a¿. The diagnostics and troubleshooting performed was the pump was read. The pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train and wearing on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 document contained the event date, therefore a follow up MDR was submitted. On (B)(6) 2018 lfc (hcp) the patient¿s weight was provided so a follow up MDR was sent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.